Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. The previous event related to the crown falling off has been reported under MFR# 0002023141 - 2020 - 02064.

Event description:
It was reported that implant was removed due to internal threads being stripped. Permanent crown was falling off previous to this event. Tooth location 19.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant (xiitp5410) was returned for investigation. Visual evaluation of the as returned product identified damaged internal threads, hex and platform. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the device. No pre-existing conditions were reported on the per. The implant had been placed on tooth #19 (universal) for approximately 1 year. X-ray or picture images were not provided. DHR review for the lot (2019050602) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019050602) and no similar event or complaint was found. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is overloading or excessive torque applied during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.